Event description:
It was reported that the patient presented in the hospital after receiving a vibratory alert. Upon interrogation, the device was found in hardware reset mode. The patient previously had tachy therapies turned off. The device was successfully taken out of device reset and was able to be interrogated.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Upon receipt, the device was interrogated and found in backup vvi. An arc mark was noted on the device can; further evaluation indicated the presence of lead material. The device image was reviewed and the reset was found to have been caused by a power-on reset. The cause of the power-on reset was hv delivery into low impedance. The root cause of the output circuit damage was a lead anomaly. (B)(4).

Event description:
New information received indicated that the device was explanted due to backup vvi mode. Patient was fine after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.